Event description:
The user facility reported after an employee turned on the steam generator and was waiting to run a sterilizer load, he put his face close to the gauge to read the steam level located next to the pressure relief valve. When the safety valve discharged steam from the steam generator safety drain valve, the employee was startled and fell back, hitting his shoulder on the side panel of the sterilizer. The employee went to a doctor where an MRI was performed; he experienced soreness and limited mobility, but did not miss any time from work. The user facility reported that the employee has a 9 mm rotator cuff tendon tear and is currently undergoing physical therapy. There were no reported procedural delays or cancellations; this event occurred in a laboratory and not a healthcare setting

Event description:
Steris has contacted the user facility several times to obtain additional information on the employee's status; however no additional information was made available.

Manufacturer narrative:
The steris technician inspected the generator and found that the steam safety valve had popped off and the pressure controls were deteriorated and plugged with a carbon-like material. The steris technician replaced the electrical contactors and controls, disassembled the plumbing leading to the pressure controls and gauge and removed the blockage. The technician reassembled the unit, tested it, and returned it to service. The generator is under steris maintenance contract and the last preventive maintenance was performed on (B)(4) 2012, at which time the steris technician replaced the heaters and fuses, rebuilt the steam outlet valve, tested the generator and determined it was operating properly and returned the unit to service. The reported event is attributed to clogged pressure controls causing the pressure switches controlling the steam generator to not function properly. This resulted in a greater amount of steam than usual being discharged from the generator safety valve, which led the startled employee to fall backwards because his head was close to the equipment when the exhaust occurred. The user facility stated that they are implementing better standard operating procedures and re-educating their staff on the potential hazards and proper operation of the steam equipment.